Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be identified at this time. However, it is probable that the failure of the dp (distribution panel) board contributed to the customers reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty distribution panel board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display black and white image. The scope worked as normal with another tower. The event occurred during preparation for use, prior to a diagnostic procedure. There was no patient harm or user injury reported due to the event.